Event description:
It was reported that the patient presented to the emergency room due to fainting and falling. The pacemaker couldn't be interrogated. The merlin programmer couldn't establish a connection with the pacemaker event with telemetry wanted located right above the device. There were no pacing spikes on electrocardiogram and no reaction to magnet placement. Premature battery depletion was suspected. The pacemaker was explanted and replaced. The patient was recovering.